Event description:
Patient's generator site showed signs of drainage within a month of implant surgery. Oral antibiotics were initiated. A month and half later, the generator site infection was reported to have been resolved, but the electrode site was infected. The surgeon recommended to proceed with antibiotics. Patient underwent surgery and had both generator and lead removed. A review of device history records showed that both the lead and generator were sterilized prior to distribution.